Manufacturer narrative:
Reporting institution name: (B)(6) reporting address line 1: (B)(6) reporting address postal: (B)(6) reporting address state: (B)(6) reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device prompted shutdown. Related patient involvement information is currently unknown, and request has been sent out for such information.